Manufacturer narrative:
A supplemental MDR is being submitted due to additional information (date of event) received. Sections b3, b4, g3, g6, h2, and h11 has been updated.

Event description:
Per report received from japan, a patient who had anemia underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 20 mm sapien 3 ultra resilia (s3ur) valve. The preoperative hb was 8 g/dl. The valve was deployed with 1 ml more than nominal volume. The tavr was completed with a trivial paravalvular leak (pvl). At the patient discharge, ldh was 200 u/l. At a 1-month follow-up examination (exact date unknown), trans thoracic echocardiography (tte) was not performed. However, it was confirmed that hb decreased to 6.3 g/dl, ldh increased to 512 u/l, and haptoglobin decreased. Therefore, hemolytic anemia was suspected, and blood transfusion was performed. Per doctor's comment, it was unknown whether worsening of the anemia was caused by the implanted s3ur valve. However, hemolysis could be confirmed by the result of the blood test.

Manufacturer narrative:
Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined but may have been due to patient factors (pre-existing anemia) or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.